Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and moisture damage from the insulin pump. The customer's blood glucose reading was 112 mg/dl. The customer stated that they were on vacation and when they came out of the water, the pump alarmed. The customer received a blank display after receiving a new battery cap. The customer stated that the display was not blank less than 30 seconds. The customer stated that there is fluid in the battery compartment. The customer stated that the o-ring is free of debris. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump powered up after battery installation. No blank display was noted. However, the pump alarmed with a critical pump error and pump error 35 due to corrosion/rust on the force sensor. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Corrosion was also found on the electronic assembly and moisture damage on the motor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a fading serial number, a pillowing keypad overlay, and minor scratches on the lcd window.